Event description:
The customer reported being hospitalized three times for low blood glucose. The customer stated that he did not experience any symptoms before dropping the blood glucose and he was found unconscious by his co-workers. The customer stated that his most recent hospitalization his blood glucose was 9mg/dl and in other occasions were in the 30s.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.